Event description:
On (B)(6) 2012, the pt underwent a endovascular procedure to treat a thoracic aneurysm. Two conformable gore tag thoracic endoprostheses were used in the procedure. The first device was implanted two centimeters above the celiac without incident. An additional conformable gore tag thoracic endoprosthesis was advanced to the level of the left subclavian artery, but not deployed due to the pt's blood pressure dropping, causing the pt to code. The pt was stabilized in the operating room, and the un-deployed tag device was then removed from the pt. The procedure was concluded. The pt tolerated the procedure. No rupture or tamponade was identified. The physician believes the pt may have coded due to a pulmonary embolis and does not believe it was device related.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The device delivery system and catheter were returned to gore and an engineering evaluation is being conducted. Please reference section b6 for results of the imaging evaluation.